Manufacturer narrative:
(B)(6).

Event description:
It was reported that shavings came out from the burr. A 2.00mm rotalink plus was selected for use. During preparation, resistance was encountered when inserting the rotawire into the rotaburr. Subsequently, objects like shavings came out from the tip of the burr. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by the manufacturer: the device was returned for analysis: the advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. There are numerous sheath kinks. The burr was received with dried saline in the annulus, so the burr was soaked in hot water for a short time to remove the saline. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the rotablator plus device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shavings came out from the burr. A 2.00mm rotalink plus was selected for use. During preparation, resistance was encountered when inserting the rotawire into the rotaburr. Subsequently, objects like shavings came out from the tip of the burr. The procedure was completed with another of the same device. There were no patient complications reported.